Event description:
A customer requested a RMA for a primary channel blocked on an ec38-i10cl- video colonoscope. The customer stated that the device is not holding air pressure. A blockage in the channel is suspected. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay or medical intervention reported.

Manufacturer narrative:
A device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 27 sep 2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of primary channel blocked was not confirmed through evaluation of the device. Evaluation findings were listed as: passed wet leak test, passed dry leak test. The device was refurbished, cleaned, and disinfected, rings and seals replaced, angle adjustments made, and video image calibrated. Should additional information become available, a supplemental report will be filed.